Event description:
A male patient underwent a percutaneous revascularization procedure, due to stent thrombosis approximately 10 months after having 2 overlapping precise rx stents placed in the ostium of the right internal carotid artery to the bifurcation of the common carotid artery. At the time of the index procedure, the patient was admitted for carotid angiographic evaluation and enrolled in the registry. Angiography revealed a 90% stenosis extending from the ostium of the right internal carotid artery to the bifurcation of the common carotid artery. No thrombus was present. The lesion was described a moderately calcified, eccentric, ulcerated, and 33mm in length. The reference vessel was 6.0mm in diameter was moderately tortuous. An angioguard device was advanced beyond the target site and the 6mm basket was successfully deployed. The target was pre-dilated. A 6.0 x 40mm precise rx and a 8.0 x 30mm precise rx were deployed with overlap in the target lesion without complication. The angioguard was successfully retrieved. Upon inspection, there was no debris noted in the filter basket. There were no reported procedural complications. Additional information will be submitted within 30 days of receipt.